Manufacturer narrative:
Result: customer had removed motion interrupt pan while they were working on the bed, thereby preventing the ability to properly burn the lower limits.

Event description:
It was reported by service report that the bed will raise, but it will not lower. The service report notes do not indicate if there was patient involvement or adverse consequences reported.